Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. The customer reported that they had a recent unspecified chemotherapy spill from a leak around the clave of the device. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of a leak around the clave could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.